Manufacturer narrative:
Additional information: sections b7, d8 & h3. H3 other text : device not available for return.

Manufacturer narrative:
Additional information: section b5 and d10.

Event description:
The hospital thinks the death of the patient is related to the complication, not to advanta v12 stent.

Manufacturer narrative:
Details of the complaint as received: during recovery of the shaft after deployment of the balloon-mounted stent, a portion of the catheter and balloon detached and remained in the superior mesenteric lumen. The detached piece it has been recovered through one exploratory laparotomy with insulation of superior mesenteric with extension of the intervention of approx. 2 hours. The patient was transferred to tipo at approximately 10 pm where he had a massive heart attack with death occurring at approximately 6 am. Multiple questions related to the complaint were asked of the institution and responded. The procedure was a fenestrated endograft procure and the target vessel for use of the advanta v12 covered stent was the superior mesenteric artery (sma). The stent had been delivered properly and the stent deployed without issue through a cook 7fr introducer sheath. The tortuosity of the sma was described as being quite straight and there was no calcified areas and the stent had been protected within the introducer sheath. When asked if there was any blood loss during the catheter retrieval operation the reply was that there was not. The patient did not have any cardiac or vascular events during the entire procedure. The response also indicated that the unfortunate death of the patient was not directly related to the advanta v12, but cannot exclude that the cardiac stroke can be potentially related to the extension of the surgery (2 hours more) due to the complication due to the rupture of the device. Other key information was also provided that informs this investigation. The balloon was only allowed to be deflated only for a few seconds and the withdrawal speed of the catheter back through the introducer sheath was described as ¿a little fast¿. There had been no blood seen entering the deflation device during the deflation of the balloon indicating that the balloon was not leaking. Based on the responses provided, visual verification of full balloon deflation under fluoroscopy was not performed. During the withdrawal of the catheter back through the sheath resistance had been met when the balloon had just entered the sheath, but not described in further detail. The procedure used was described as follows: ¿during fenestration, they deflate and they advance with the introducer; the procedure is very fast and performed by 2 people; one deflate, the other push the introducer.¿ further information provided indicated that the patient was hepatitis c positive and the device was not returned. An image of the section of the catheter that had to be surgically removed was provided. There were no fluoroscopic images from the case provided. The review of the image provided of the device was conducted and it appears that the balloon and distal portion of the catheter shaft had been separated from the rest of the catheter shaft at the location of the proximal balloon weld. The balloon had been separated from the proximal weld and the balloon inverted back upon itself distally toward the tip of the catheter shaft and was badly damaged. The image confirms the complaint. As the details provided state that there had been no blood seen entering the syringe during deflation it is not likely that the balloon had a leak in it or had been damaged as the stent had been successfully deployed. Without images of the remaining portion of the catheter shaft it is difficult to access if there had been an excessive amount of force used during the attempted withdrawal of the catheter. However, the details provided indicate that resistance was noted during the withdrawal of the catheter. Important to this case is the amount of time allowed for the balloon to deflate prior to attempting to withdrawing the catheter back through the sheath. The provided information details that only "a few seconds" were allowed for the balloon to deflate and that the withdrawal was conducted "a little fast". The instructions for use aw011498 IFU, advanta v-12 otw, low profile revision aa that was provided with the product specifies within step 6 and 7 of the deployment section of the IFU to "6. Deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding to step 7. 7. While maintaining guidewire position and negative pressure on the inflation device slowly withdraw the delivery catheter". Based on the complaint details this step was not followed appropriately. When the balloon is not allowed sufficient time to deflate and the catheter attempted to be withdrawn back into the introducer the fluid still remaining in the balloon gets pushed into the distal end of the balloon creating a bolus of fluid that acts like a plug at the end of the introducer sheath. If too much force is applied to the catheter the balloon and catheter shaft can be separated from the main catheter shaft. This appears to be the case with this particular complaint. A review of the device history records for the subject device did not identify any anomalies or nonconformances in the manufacture of the product. This included a review of proximal balloon weld tensile strength, deployment and deflation ability, delivery system and balloon integrity testing, and skive dimensions and patency. An aql sampling of 13 samples for proximal weld tensile strength passed the requirement of 15n, with the minimum value observed being 25.7n. All samples met performance testing requirements and were able to be inflated/deflated, and withstand integrity testing. Burst testing exceeded rated burst pressure of 12atm with the minimum value observed being 16.2atm. There is no evidence to suggest that the device malfunction is due to any manufacturing nonconformance or failure to meet performance requirements under normal use conditions. The historical review identified CAPA 429004, which has previously investigated a number of related complaints for component separation, the root cause of which was traced to inadequate deflation of the balloon prior to withdrawal of the device back through the introducer sheath and excessive force being applied in attempt to remove the device. Based on the device evaluation and complaint details, it appear that this complaint is of the same root cause as the details provided state they only waited a few seconds for deflation of the balloon. As a result of the activities performed under CAPA 429004 and hhe2021005, field safety corrective action (fsca) 3011175548-02/25/2022-001-c (ous) / (z-1076-2022, z-1077-2022) was implemented in q1 2022 in regards to the component separation failure mode. The corrective action plan involved an initial field safety notification letter, interim supplemental labeling, and an update to the instructions for use. The provided information emphasized the importance of ensuring full deflation of the balloon, including visual verification of full deflation via fluoroscopy before attempting to withdraw the delivery system. The information also included the following caution: ¿caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.¿ the particular advanta v12 device involved in the above complaint was distributed prior to the initiation of the field correction, and thus was not supplied with the supplemental labeling (implemented (B)(6)2022) or the revised IFU (implemented (B)(6) 2022). However, the hospital involved was notified of the field safety corrective action on 15-mar-2022, and confirmed receipt of the field safety notice. The physician involved in this case also did indicate awareness and receipt of the safety notice, as per the responses received to the questions asked. Regardless of the information provided in the fsca, the IFU that was provided with the subject advanta v12 device (B)(6) provided clear information in regard to warning/instruction not to force passage or withdrawal of the catheter if resistance was encountered. In this regard enough force was applied to separate the balloon from the catheter shaft. There is also adequate information in regards to the need for full deflation of the balloon prior to withdrawing the device back through the introducer sheath, as the IFU instructs the user to visually verify full deflation of the balloon via fluoroscopy before proceed to withdrawal. If the balloon is fully deflated, there would be no expected resistance when attempting to withdraw the balloon back through the sheath. Based on the details provided, the user only waited ¿a few seconds¿ for deflation of the balloon, and did not verify deflation. Based on the sum of information available, a number of factors are noted and likely contributed to the balloon separation: the advanta v12 device was used off-label in the superior mesenteric artery, in conjunction with a fenestrated endograft. Although it was noted that the sma was straight, the angulation of the vessel is unknown. Additionally, removal of the delivery system through a fenestration in the endograft can present additional restriction and challenge. The balloon was only allowed to deflate for a ¿few seconds¿ and withdrawal was attempted without confirming full balloon deflation, as is instructed in the IFU. Resistance was felt during withdrawal; however, withdrawal was continued instead of removing the delivery system and introducer sheath as one unit, as instructed in the IFU and field safety notice. Withdrawal was done ¿a little fast¿, contrary to the instructions in the IFU, which state to slowly withdraw the delivery system. Therefore, the root causes assigned to this complaint include operational context and user error. The risk review found that the failure mode observed in this complaint is adequately covered in the risk management file, however, the patient outcome associated with this complaint presents a new level of harm (death) not previously observed or anticipated for the hazardous situation of ¿component separation during procedure¿. The complaint has been escalated to CAPA request 770673 and hhe2023004. This is the first and only complaint associated with a component separation failure mode, that involves a patient death.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During recovery of the shaft after deployment of the balloon-mounted stent, a portion of the catheter and balloon detached and remained in the superior mesenteric lumen. The detached piece it has been recovered through one exploratory laparotomy with insulation of superior mesenteric with extension of the intervention of approx. 2 hours. The patient was transferred to tipo at approximately 10 pm where he had a massive heart attack with death occurring at approximately 6 am.